Manufacturer narrative:
Customer reported alarm messages, system failure and acu watchdog failure. No tamper seals were broken, device was in good condition with no appearance of any physical damaged. Unable to duplicate the primary audible alarm bgnd during occlusion test or who caused the problem. Replaced speaker for preventive. Performed pm maintenance and all functional testing. Cleaned and greased pump.

Event description:
It was reported that the device had alarm messages, system failure and acu watchdog failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. A corrective and preventative action has been opened to address the reported issue.